Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that when prepping this pacemaker to be implanted it was found to be in safety mode upon interrogation. Subsequently a new device was used to complete the procedure. No adverse patient effects were reported. This pacemaker is expected to be returned for analysis.